Event description:
A customer contacted beckman coulter (bec) to report that the synchron lx I 725 clinical system generated false low sodium (na) patient results for three (3) to five (5) patient samples. The false low results were reported out of the laboratory. When the customer identified the false low results the samples were repeated on an alternate instrument within the laboratory and reports were amended. The customer did not provide patient data, but verbally provided examples for three patient samples. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
The customer stated that the level 1 control was recovering on the low side at 120 mmol/l ((B)(4)). Qc data was not provided by the customer. Bec customer technical support (cts) advised the customer to perform twice weekly maintenance, replace the ionized selective electrode (ise) reference reagent, try new calibrators and/or replace the na electrode. Service was not initiated for this event. Bec followed up with the customer on (B)(4) 2013. The customer stated that they replaced the ise reference reagent as well as removing, checking and reseating the na electrodes. The system is currently performing acceptably. It is not clear which action resolved the issue.